Event description:
A cartridge change error was reported involving a pump. There was no adverse impact on the customer¿s blood glucose level. The customer, guided by technical support, removed the cartridge, inspected the o-ring, and cleaned the pneumatic tap area before successfully loading a new cartridge onto the pump. The customer intended to complete the load process and resume insulin administration after attending to another call.